Manufacturer narrative:
The customer's calibration recovery was found to be ok. The customer's qc recovery was not provided. The customer's alarm trace contained alarms that are indicators of possible poor sample quality. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service engineer replaced various parts and performed cleaning's. After service, the customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 and crep2 creatinine plus ver.2 results for four patients tested on a cobas 8000 c 502 module. The customer confirmed the calibration and qc were acceptable prior to patient testing. The initial calcium results were not reported outside the laboratory. The customer performed repeat testing with the samples on the same analyzer for confirmation. Patient 2's and patient 3's calcium results are estimations provided by the customer. The creatinine result was reported outside the laboratory. The customer performed repeat testing with the sample on a different analyzer for confirmation. Patient 1's initial calcium result was 5.4 mg/dl, and the patient's repeat result was 8.6 mg/dl. Patient 2's initial calcium result was 2.0 mg/dl, and the patient's repeat result was 8.0 mg/dl. Patient 3's initial calcium result was 2.0 mg/dl, and the patient's repeat result was 8.0 mg/dl. Patient 4's initial creatinine result was 0.2 mmol/l, and the patient's repeat result was 1.1 mmol/l. The customer determined the repeat results were correct. The calcium reagent lot number was 48221601 and the expiration date was 30-sep-2021. The creatinine reagent lot number and expiration date were requested but not provided.